Event description:
It was reported that the clip applier does not advance the clip as it is supposed to do. No further information is available. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Malformed clip; damaged feedbar. Evaluation summary: the analysis results for the mcl20 instrument confirmed that it was returned non-functional. The instrument was cycled, fed and formed 7 conforming clips and 2 short fed clips. Upon disassembly of the instrument the feedbar was found to be bent therefore not allowing the proper feeding of the clips into the jaws. No conclusion could be reached as to what may have caused the found damge. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.